Event description:
It was reported that during revision total knee athroplasty in 2003, tibial components utilized were found to be incompatible with existing femoral prosthesis. To correct this condition, surgeron removed and replaced tibial components.